Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "intracapsular rupture" . The device was explanted.

Event description:
Healthcare professional reported left side "intracapsular rupture". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "intracapsular rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.